Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been exhibiting a decrease in pacing impedance and sensing measurements with increased threshold measurements and a slight increase in shocking impedance measurements. The patient was being monitored when there was non-conversion of an arrhythmia due to undersensing. A lead revision procedure was attempted; however, the lead could not be explanted. Therefore, the patient's follow up schedule was increased. Three months later, the lead was successfully replaced. No additional adverse patient effects were reported.